Event description:
Patient here for viseral angioplasty. During attempt to place stent in the superior mesenteric artery, the stent became dislodged from the catheter. A portion of the stent was in the superior mesenteric artery and the remainder was in the aorta. A catheter-snare combination was used to entrap the stent and remove it through groin. The pt was discharged in satisfactory condition.